Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device - outside of right fallopian tube and appears to be in the location of the cul-de-sac / unilateral occlusion - right tube essure didn't work") in a 36-year-old female patient who had essure (batch no. B72572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube essure didn't work". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In 2014, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2014, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with naproxen sodium (aleve), miconazole nitrate (monistat) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient did not sought medical treatment for her events. She did not claimed for allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure. Patient experienced the injuries she claim in her complaint or identified in this form before the date of her essure placement. Essure insertion: good placement was verified prior to removing the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Events added: depression, mental anguish. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device - outside of right fallopian tube and appears to be in the location of the cul-de-sac / unilateral occlusion - right tube essure didn't work") in a 36-year-old female patient who had essure (batch no. B72572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient did not undergo an essure confirmation test and also did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pelvic pain ("pelvic pain / pain") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with naproxen sodium (aleve), miconazole nitrate (monistat) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient did not sought medical treatment for her events. She did not claimed for allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure. Patient experienced the injuries she claim in her complaint or identified in this form before the date of her essure placement. Essure insertion: good placement was verified prior to removing the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 10-apr-2018: pfs and medical records received. Information added: reporters, date of birth, lot number of essure, insertion and removal dates. Events added: abnormal vaginal bleeding, menorrhagia, vaginal infection, dysmenorrhea, unilateral occlusion - right tube essure didn't work. Term ¿migration of device¿ was updated to ¿migration of device - outside of right fallopian tube and appears to be in the location of the cul-de-sac¿. Outcome of pelvic pain was updated to recovered. Insertion details provided. On 15-may-2018: case correction following company review: it was identified that the fu1 received on 15-nov-2017 should have been entered on case (B)(4). All information entered in this fup was deleted from this case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device - outside of right fallopian tube and appears to be in the location of the cul-de-sac / unilateral occlusion - right tube essure didn't work") in a 36-year-old female patient who had essure (batch no. B72572) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube essure didn't work". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2014, the patient experienced pelvic pain ("pelvic pain / pain") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with naproxen sodium (aleve), miconazole nitrate (monistat) and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient did not sought medical treatment for her events. She did not claimed for allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure. Patient experienced the injuries she claim in her complaint or identified in this form before the date of her essure placement. Essure insertion: good placement was verified prior to removing the hysteroscope. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included plastic surgery (ear pinning) in 2013, multigravida and parity 3 (((B)(6) 2000), ((B)(6) 2005), (B)(6) 2009). Patient did not undergo an essure confirmation test and also did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise. Concurrent conditions included body mass index normal. In 2009, the patient had essure inserted. On the same day, the patient experienced headache ("frequent headaches /severe pain"). In 2010, the patient experienced abdominal pain ("severe and persistent abdominal pain sharp, tearing, movement, pain when standing too quickly,"), dyspareunia ("pain during intercourse") and abdominal pain lower ("lower abdominal pain when standing"). In 2014, the patient experienced abdominal distension ("bloating."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/severe and persistent pain/chronic or recurring pain") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with naproxen sodium (aleve) and surgery (bilateral laparoscopic removal of the device). Essure was removed. At the time of the report, the device dislocation, pelvic pain, dyspareunia, abdominal pain lower, mental disorder and abdominal distension outcome was unknown and the abdominal pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dyspareunia, headache, mental disorder and pelvic pain to be related to essure. The reporter commented: patient did not sought medical treatment for her events. She did not claimed for allergic to nickel or any other component of essure, hypersensitivity reaction to nickel or any other component of essure. Patient experienced the injuries she claim in her complaint or identified in this form before the date of her essure placement. Patient is currently planning for essure removal but she have not scheduled a removal or picked a healthcare provider at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 15-nov-2017: events were added from pfs: bloating, aggravated any psychiatric and/or psychological conditions, lower abdominal pain when standing, frequent headaches /severe pain, pain during intercourse, severe and persistent abdominal pain sharp, tearing, movement, pain when standing too quickly. Pelvic pain event term was updated to pelvic pain/severe and persistent pain/chronic or recurring pain . Reporters details added. Aka names added. Lot number added. Essure placement approximately in 2009 (previously reported (B)(6) 2014). Patient details were added. History, concomitant condition and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral laparoscopic removal of the device). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: confirmed essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.